Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. There is no known allegation associated with this product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address cobalt chromium metal ion toxicity. Revision notes stated that there was minimal joint fluid, approximately 5ml and approximately 2ml of this serous fluid was sent to the lab for cell count and culture. Tissue from the left hip appeared benign. There was only some mild staining of the trunnion, that was wiped with a sponge. The ultamet shell insert was removed. Both cup and stem were stable and the screws from the acetabular cup were removed, 3 in count. The field , however, was quite dry and there was minimal blood loss during the procedure. Doi: (B)(6) 2008. Dor: (B)(6) 2016, (left hip).